Event description:
The customer reported a contained fluid leak of approximately twenty five (25) ml from the needle assembly area inside the coulter lh 750 hematology analyzer. The leak consisted of blood and diluent mixture. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a broken pinch valve vl57a which caused the leak at the needle. The fse replaced vl57a and its actuator to resolve the issue. The repairs were verified per established procedures. (B)(4).